Manufacturer narrative:
(B)(4). Date sent: 2/8/2021 h11=corrected data=h2. H2: device evaluation: investigation summary: the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage and with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining fourteen clips as intended. The first clip was dry fired and the remaining thirteen clips were fired onto a test material. The surface of the clips were examined for burrs or sharp edges and no anomalies were found. Additionally, the thirteen clips were removed from the test material and no tears or cutting of the test material were observed. The jaws of the clip applier were also inspected and no burrs or sharp edges were observed. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Check to ensure that each clip has been securely placed around the tissue being ligated." As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u94y4p. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage and with a clip in the jaws. The device was tested for functionality. During the analysis, the device was cycled, and it fed, retained, and formed the remaining fourteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: once the clip completely surrounds the vessel or tubular structure to be ligated and prior to starting the firing stroke, eliminate downward pressure so the structure to be ligated and the device jaws are pressure neutral to each other. This helps prevent the shifting of the clip position within the clip track and/or dislodgement. Check to ensure that each clip has been securely placed around the tissue being ligated." As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information was requested and the following was received: were there any issues with the form/shape of the clip? No problem with form of clip how many clips placed? 4 total. Was the tear in the cystic duct or common bile duct? Cystic duct. What did they repair and how was it repaired? After cholangiogram, I was able to tie the cystic duct below the level of the injury. No further repairs were needed. Was there an alleged deficiency with the clip applier or the clip that lead to the tear? If no, what led to the tear? The operation and clip application were completely routine. The tear was a clean, straight laceration of the cystic duct right where the proximal most clip (last clip) was placed. This raised concern for irregular surface of the clip which could have lacerated the duct during clip application, like a serrated knife. What is the current patient status? The patient stayed in the hospital for several days and then was discharged home without further incident

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while the doctor was irrigating, the doctor noticed a little yellow swelling around where the clip was applied to the cystic duct. She noticed there was a small tear in the cystic duct. Surgeon decided to convert to open to complete the procedure due to fear that the tear would get larger if she tried to clip it again. Doctor felt that she needed to convert to open to fix the tear in the duct. Doctor found that the tear was two to three millimeters from where the clip was applied to the duct on the patient side. Doctor believes the tear in the duct was a result of the clip because it was a very clean tear.